Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, the patient experienced pain and post operatively a cardiac tamponade occurred which required medical intervention. During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. While mapping the rv apex, the patient experienced pain. The catheter was withdrawn, and vital signs were stable. The procedure was continued, and after several applications, the procedure was completed. Post procedure, pericardial fluid was identified. The physician stated this was due to a perforation. Pericardial drainage was performed; approximately 200cc of blood was removed. The patient was stable and has been hospitalize for observation. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Block b5 has been updated with additional information received on 01may2025, and block d4 (model number and catalog number) has been corrected. Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, the patient experienced pain and post operatively a cardiac tamponade occurred which required medical intervention. During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. While mapping the rv apex, the patient experienced pain. The catheter was withdrawn, and vital signs were stable. The procedure was continued, and after several applications, the procedure was completed. Post procedure, pericardial fluid was identified. The physician stated this was due to a perforation. Pericardial drainage was performed; approximately 200cc of blood was removed. The patient was stable and has been hospitalize for observation. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Additional information received on march 07, 2025: there was no resistance felt while maneuvering the catheter and the guidewire. An effusion/tamponade was observed 1 to 2 hours after the patient's admission. No imaging was performed to locate a perforation, as the symptoms matched when the right ventricular apex was mapped. The patient had been discharged from the hospital.